Event description:
It was reported that this patient fell on or around this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The day after that, this s-ICD system produced one inappropriate shock and the signal was small. Technical services (ts) analyzed device episode data and found that the shock was inappropriate due to oversensing of the small signal. Ts noted that the signal had been small prior to the day of the fall as evidenced by two stored episodes where the smart pass feature disabled. During postural testing in clinic, noise was reproducible. Ts recommended reprogramming the system to the alternate vector. No adverse patient effects were reported. Currently, this s-ICD system remains in service.

Event description:
It was reported that this patient fell on or around this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The day after that, this s-ICD system produced one inappropriate shock and the signal was small. Technical services (ts) analyzed device episode data and found that the shock was inappropriate due to oversensing of the small signal. Ts noted that the signal had been small prior to the day of the fall as evidenced by two stored episodes where the smart pass feature disabled. During postural testing in clinic, noise was reproducible. Ts recommended reprogramming the system to the alternate vector. No adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, an additional inappropriate shock was delivered later during an episode of atrial flutter while programmed to the alternate vector.